Event description:
It was reported that the pt experienced withdrawal symptoms. There have been volume discrepancies with the pt's pump at the last few refill sessions. They had questioned whether or not a motor stall had occurred a catheter dye study was done and the catheter was found to be clear and patent. At the last refill session, the physician stated that he filled the pt's pump with 16.5cc of medication and when it was checked a week later, the amount stayed the same. At the time of explant, the actual residual volume was 16.5ml and the expected residual volume was 3.4ml. The pump was replaced. The pump was programmed to the simple continuous setting at 24 mg/day of the medications. The medications being delivered via the device system were baclofen, clonidine, bupivicaine and hydromorphone. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
The pump has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.